Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the lm and one in the lad. An angiographic complication of dissection occurred during the index procedure, during treatment of the lad.

Manufacturer narrative:
(B)(4).